Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The air-in-line alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The processor printed circuit board was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 164 occurrences of air-in-line alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.